Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A sample outside of the original package and without a lot number was received for evaluation. After a visual inspection, it is apparent that the stylet and hub were disassembled. Ten ml of water were inserted into the tube to activate the hydromer coating which allowed the stylet to be removed from the tube. The reported customer complaint is confirmed. The most likely root cause for the stylet disassembly indicates that the issue could occur if the procedure is not followed as stated in the instructions for use (IFU): product use: the tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that a once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. There are no corrective actions deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that during nj placement procedure the green plastic retainer (stylet) was detached so it was not possible to place the specific nj tube since there would be no way for the driver (guidewire) to come out afterwards. Another nj tube was placed without issue.